Event description:
During transport from or to ICU, the IV pump failed. This IV pump failed with no error display, it just went dead with no displays after losing all power to it, it only gave off an audible tone alarm of its failure. The pump was in use on the patient at the time of the event. There was no patient harm. Bio med engineer determined that the IV pump main board failed. Thus, the whole unit stopped working. In the last few months, we have had some pump failures like this. Most are battery related.